Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The sterilization batch record which includes biological indicator test and process parameters were reviewed and met all the requirements. Bacterial endotoxin test for the sterilization lot was also reviewed and passed specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Concomitant medical products: 1mtec30 cartridge, lot# unknown/not provided, dk7796 handpiece, serial number unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the right eye (od) on (B)(6) 2017. Post-op day one, the doctor diagnosed the patient as having no hyp-fibrin membrane-snowstorm and probable toxic anterior syndrome (tass). The doctor also found that the patient had significant endothelial folds-edema and fibrin. The patient received topical antibiotics, intense steroids, and omidria. The patient was referred to a retina specialist. The iol remains implanted, there is no plan to explant. No additional information was provided. This report is for the zcb00 intraocular lens. A separate report is being submitted for the cartridge.